Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence of a low battery and shutdown warning. It is possible that the device was being powered on using a low battery. However, the batteries and ac power used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.